Manufacturer narrative:
Device evaluated by MFR: device evaluation: lens returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.50/1.0/081 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. The cause of the event is reported as unknown.